Event description:
The patient reported experiencing an occlusion event on 11-mar-2026, which disrupted insulin delivery and resulted in hyperglycemia. The elevated blood glucose was successfully managed by the patient through self-administration insulin via pen, resolving the issue with no further complications.

Manufacturer narrative:
Name (B)(6). Entity ID (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.